Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 444 mg/dl at the time of incident. Blood glucose level at the time of call was 343 mg/dl. The customer did not experienced any symptoms of high blood glucose event. The customer was treated high blood glucose with manual injection and low blood glucose by eating. The customer was not using auto mode at the time of incident. Troubleshooting was performed. No further patient complications were reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.